Manufacturer narrative:
(B)(4).

Event description:
The facility reported an infusion pump with a malfunction of pump goes off as soon as you pull the plug from the wall. Batteries have been changed, fuses have been changed and pump has charged for 16 hrs. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "pump goes off as soon as you pull the plug from the wall" however, damaged batteries were confirmed. If batteries were completely depleted, reported condition of pump failure when plug is pulled, would have occurred. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that during a lobectomy procedure, the first firing of the stapler, placed across lung and jammed. It would not fire. Caused bleeding and damage to the lung. The surgeon had to put another stapler across to re staple. Patient was bleeding post operative. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. The patient had post operative bleeding from the staple line on the lung tissue. They lost 1.5 litres of blood and had to go back to theatres to reinforce the staple line. The surgeon mentioned that ¿the procedure which is usually a very simple case was made complicated due to the failure of the mechanical stapler¿. The patient has stabilized and is still in hospital.